Manufacturer narrative:
(B)(4). The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete. The device was returned for analysis, but the electrode was not. Likely it was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital after hearing beeping tones from the device. Interrogation revealed a hi error code, indicating an issue with the shock impedance measurements. The physician had x-rays taken, and a comparison of the x-rays from implant showed no obvious changes to system position. It was reported this device was implanted below both muscles and directly in contact with the patient's ribs. During trouble shooting, going into manual setup the impedance was always showing as out-of-range. Sensing always looked good, even with manipulation and testing. It was noted the sensing showed noise back in (B)(6) and now no noise was produced. Technical services reviewed device data and confirmed the weekly impedance had been stable until the measurement was 0 on (B)(6). The hi alert was observed (B)(6). The physician elected to turn off tachy therapy and planned to replace the device and electrode in two weeks. It was later confirmed the system was explanted and replaced on (B)(6). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital after hearing beeping tones from the device. Interrogation revealed a hi error code, indicating an issue with the shock impedance measurements. The physician had x-rays taken, and a comparison of the x-rays from implant showed no obvious changes to system position. It was reported this device was implanted below both muscles and directly in contact with the patient's ribs. During trouble shooting, going into manual setup the impedance was always showing as out-of-range. Sensing always looked good, even with manipulation and testing. It was noted the sensing showed noise back in (B)(6) and now no noise was produced. Technical services reviewed device data and confirmed the weekly impedance had been stable until the measurement was 0 on (B)(6). The hi alert was observed (B)(6). The physician elected to turn off tachy therapy and planned to replace the device and electrode in two weeks. It was later confirmed the system was explanted and replaced on (B)(6). No additional adverse patient effects were reported.